Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the tip of the guidewire broke. The 90% stenosed target lesion was located in the anterior descending branch artery. A 330cm rotawire was selected for use. During the procedure, it was noted that the tip of the rotawire broke. The procedure was completed with another of the same device. No complications were reported, and the patient status was stable.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual and microscope examination identified that no sign of detachment could be found on the distal tip. Total length of the guidewire was measured, and guidewire was returned completed for analysis.

Event description:
It was reported that the tip of the guidewire broke. The 90% stenosed target lesion was located in the anterior descending branch artery. A 330cm rotawire was selected for use. During the procedure, it was noted that the tip of the rotawire broke. The procedure was completed with another of the same device. No complications were reported, and the patient status was stable.